Manufacturer narrative:
(B)(4). This complaint is for a report of air in the patient line. This complaint was not confirmed in the lab due to a lack of sample. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. From the complaint information, the patient was able to prime completely by lowering the patient line. Based on the information obtained during baxter's investigation, this incident was determined to be related to user error. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device was discarded. A follow-up report will be submitted if additional information becomes available.

Event description:
A customer contacted baxter's global technical service center to report air in the patient line during therapy on the homechoice (hc) machine during the day dwell. The home patient (hp) was not connected. The hp stated the air bubble was at the top of the patient line, so the technical service representative (tsr) had the hp remove the line from the organizer and hold it closer to the floor. The air disappeared from the line. Product surveillance spoke with the caregiver (cg) on (B)(4) 2010. The cg stated that after the midday exchange, the cg went to hook the patient up for the night exchange and before taking the cap off the patient line, saw a couple of inches of air at the top of the patient line. The hp was able to continue therapy with the same supplies with no further issues. There were no defects noted with the setup and the setup was discarded. The lot number of the cassette was h10f18106. There was no patient injury or medical intervention associated with this event.